Manufacturer narrative:
(B)(4)all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported while the surgeon was preparing the preloaded insertion system, model pcb00, when entering the second click, the haptic was sticking out of cartridge. The lens was never inserted into the eye. There was no patient injury (no vitrectomy, no incision enlargement). The surgeon used another pcb00.

Manufacturer narrative:
Device evaluation: the intraocular lens, preloaded delivery system was returned to the manufacturing site for investigation. Residue of viscoelastic was observed in the cartridge body, tip and loading zone. No manufacturing assembly error was identified in the preloaded device. Cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). Stress marks were visible at the cartridge neck and tip. The actual lens was not received. The plunger pushrod assembly was able to advance to the cartridge tip. The pushrod was observed fully extended. The reported device problem code of lead haptic not folded was not verified since the lens was not received. The customer's complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. A search on complaints related to the production order was conducted and revealed that no other complaints were received for this order number. Labeling review: directions for use, (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses to included required times for advancement of the lens within the delivery system. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.